Manufacturer narrative:
The ICD remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) reported that he had experienced a loss of consciousness. The patient went to the hospital and interrogation of the ICD revealed that the patient had experienced atrial fibrillation with conduction into the ventricle. As a result, the ICD delivered both inappropriate atp and one inappropriate shock. The shock did convert the arrhythmia. A healthcare professional at the hospital contacted boston scientific technical services (ts) and discussed the event as well as the device functionality. There were no further concerns about the device post-discussion. No additional adverse patient effects were reported.